Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced unsuccessful defibrillation threshold (dft) test during the implant procedure. The s-ICD was repositioned during the implant procedure, and it was confirmed the system was in a good position. The physician decided to leave this electrode and s-ICD implanted and bring this patient back for future dft not under general anesthesia. Before this was performed, the physician decided to change this s-ICD system out to a transvenous (tv) device system. The dft with the tv system was successful and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced unsuccessful defibrillation threshold (dft) test during the implant procedure. The s-ICD was repositioned during the implant procedure, and it was confirmed the system was in a good position. The physician decided to leave this electrode and s-ICD implanted and bring this patient back for future dft not under general anesthesia. Before this was performed, the physician decided to change this s-ICD system out to a transvenous (tv) device system. The dft with the tv system was successful and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 device code from 2867: non-specific product performance allegation to 2871: difficulty converting rhythm (induced).

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Correction to h6 device code from 2867: non-specific product performance allegation to 2871: difficulty converting rhythm (induced).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced unsuccessful defibrillation threshold (dft) test during the implant procedure. The s-ICD was repositioned during the implant procedure, and it was confirmed the system was in a good position. The physician decided to leave this electrode and s-ICD implanted and bring this patient back for future dft not under general anesthesia. Before this was performed, the physician decided to change this s-ICD system out to a transvenous (tv) device system. The dft with the tv system was successful and remains in service. No additional adverse patient effects were reported.